Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change the color even though the non-cordis sheath and device were pulled back completely. The exoseal and vascular sheath introducer were removed and manual compression was used to achieve hemostasis. There was no report of patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal was prepped according to instructions for use (IFU) instructions. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The non-cordis vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. Pulsatile flow was observed from the bleed-back indicator. The non-cordis vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. The physician did not have the thumb placed on the plug deployment button during retraction. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. At the puncture femoral site, there was moderate access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. This was an interventional procedure with a retrograde approach was used. The physician achieved certification on the use of exoseal and has used it ten times per month prior to this procedure. The patient's body mass index (bmi) was under 40. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change the color even though the non-cordis sheath and device were pulled back completely. The exoseal and vascular sheath introducer were removed and manual compression was used to achieve hemostasis. There was no report of patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal was prepped according to the IFU. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The non-cordis vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. Pulsatile flow was observed from the bleed-back indicator. The non-cordis vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. The physician did not have the thumb placed on the plug deployment button during retraction. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. At the puncture femoral site, there was moderate access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. This was an interventional procedure with a retrograde approach was used. The physician achieved certification on the use of exoseal and has used it ten times per month prior to this procedure. The patient's body mass index (bmi) was under 40. Other procedural details were requested but were not provided. A non-sterile unit of product ¿vascular closure device 5f¿ was received inside of a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment lever is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received locked; back bleed port is at the deployed position; indicator wire is retracted; the device is blood saturated. Furthermore, an unknown procedure sheath was locked on the device and blood was noted in the procedure sheath. No damages were noted on it. No other damages/anomalies were noted during the visual inspection. The functional analysis could not be performed since the device was received fully deployed. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no other anomalies were observed. The complaint reported by the customer as ¿indicator window- no change to indicator¿ was not confirmed due to the unit being received fully deployed with the button fully depressed, which indicates that the functionality of unit was correct. The indicator window reached the three indicator windows stages, and the plug was properly deployed. The condition of the device received does not match the event reported. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is possible that the vessel tortuosity reported could have led to issue with the functionality of the device. This product analysis suggests that the reported failure could not be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.